Event description:
It was reported that a balloon burst occurred. The 85% stenosed targe lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, the balloon burst at 3atm. The device was removed without any intervention. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that a balloon burst occurred. The 85% stenosed targe lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, the balloon burst at 3atm. The device was removed without any intervention. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified no tears or holes in the balloon. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon, when a pinhole leak was identified in the balloon. The pinhole leak was noted in the distal transition zone in the balloon. A microscopic examination of the pinhole site identified no issues with the balloon which could potentially have contributed to the pinhole leak. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks along the length of the hypotube. A visual and tactile examination on shaft polymer extrusio identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.